Manufacturer narrative:
Diagnostic/functional testing was performed by a philips authorized repair technician at the customer site. Results of functional testing indicate that the system speaker is faulty and produced no sound. The philips authorized repair technician replaced the customers device speaker to resolve their issue.

Event description:
Philips received a complaint on the intellivue x3 monitor indicating the system displayed an error for a speaker malfunction. It is unknown if the device was in use at time of event, and there was no adverse event reported.